Manufacturer narrative:
The returned device was determined to be operating as expected during insulets evaluation. No problems were found that could conclusively be attributed to a deficiency in insulin delivery. The suspect components were inspected for defects that would cause the cannula to become dislodged and none were found. The reported event could not be confirmed and the root cause could not be determined. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: cat45e/cat45f. 15546-aw rev d 06/2016. Using the pod 5 / page 54: warning: check the infusion site after insertion to ensure that the cannula was properly inserted. You should check your blood glucose 1.5 to 2 hours after each pod change and check the infusion site periodically. If the cannula is not properly inserted, hyperglycemia may result. Verify there is no wetness or scent of insulin, where as may indicate the cannula has dislodged. Using the pod 5 / page 44: warning: because insulin pods use only rapid-acting insulin, users are at increased risk for developing hyperglycemia (high blood glucose) if insulin delivery is interrupted. Checking your blood glucose 7 / page 98: warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
The patient¿s mother reported her daughter¿s blood glucose read ¿high¿ (> 27.8 mmol/l) (> 500 mg/dl) and that the pod generated a hazard alarm. There was insulin leaking and upon inspection it was noticed the cannula was not properly inserted. The pod was worn between 36 and 48 hours on the back.